Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event and fse replaced the manifold assembly and connector. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The hmx al analyzer is compliant with safety ratings for electrical equipment. Root cause is attributed to the leak in the I beam tubing at pinch valve 43, which resulted in corrosion of several connectors and solenoids. Solenoid 33 was shorted and resulted in the burning smell.

Event description:
A customer contacted beckman coulter inc. (Bci) to report an "electrical smell" coming from the hmx fan. The customer was wearing personal protective equipment (ppe). There was no exposure, contact with the eyes, skin, open wounds or mucous membrane. There was no need for fire extinguishers or for summoning the fire department. No reports of death, injury, or change to patient treatment have been reported in connection with this event.